Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed noise. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and final investigation. Additional information added to the following fields:d8, h2, h3, h6. Corrected fields: e1 (address inadvertently missed), g4. The device was returned to olympus for inspection and the customer reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to deformation of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.